Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Smiths tampered seal label was intact in good condition. It was found an inoperable / defective air detector. The air detector was replaced. A root cause of the event could not be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported a detected air-in-line during testing and a high alarm was displayed. No patient injury was reported.